Manufacturer narrative:
Exact date unknown, event occurred during the trial period last 2014. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2352-50e, serial: (B)(4), batch: 16707328. Explant date: ni.

Event description:
It was reported that the patient had a staphylococcus infection during the trial procedure. The patient underwent a lead pull procedure.